Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise episodes resulting in over-sensing were reported on the atrial lead. The lead was capped and replaced in order to resolve the issue. The patient was stable.